Event description:
Patient stated he is experiencing right knee pain that extends down to his foot. Stated that his right foot turns outwards when ambulating and hears an audible "snapping" sound in the knee. Stated he has the sensation of his right knee "sliding" apart in which the upper knee goes in one direction and the lower knee in the opposite direction causing him to have several falls. States that the surgeon has not confirmed his symptoms and continues to prescribe physical therapy. Patient is inquiring if products are subject to a recall. Surgery performed (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.